Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium citrate poor barrier separation has occurred. The following information was provided by the initial reporter: this is a report about poor barrier separation in the tubes. Corpuscle and mononucleosis/lymphocyte were unable to be separated in the tubes.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd received 18 used samples. Photos of the customer returns were provided for review and analysis. 6 photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples from bd inventory were visually evaluated with no issues observed. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. The following fields were updated due to additional information: d9: device available for evaluation:  yes. D9: returned to manufacturer on: (B)(6) 2023.

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium citrate poor barrier separation has occurred. The following information was provided by the initial reporter: this is a report about poor barrier separation in the tubes. Corpuscle and mononucleosis/lymphocyte were unable to be separated in the tubes.